Event description:
Procedure performed: laparoscopic appendectomy. Event description: the user pulled the handle to close the pouch after retrieving the specimen but the pouch was not closed. The user changed to another cd001 and attempted specimen retrieval but same issue occurred. The user could complete the retrieval with third new cd001. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 twice and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag did not cinch. Additionally, a lip was observed along the tubes¿ distal end, forming a raised ridge along the circumference. Based on the condition of the returned unit and the description of the event, it is likely that the snap ring around the bead came into contact with the tube lip during deployment, creating resistance. The user may perceive the resistance as signifying that the device is fully deployed, then retract the actuator while the bead/snap ring is still in the tube. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: complaint 1 of 2: # (B)(4) cd001 lot # 1528215 1ea. Complaint 2 of 2: # (B)(4) cd001 lot # 1528215 1ea. The user pulled the handle to close the pouch after retrieving the specimen but the pouch was not closed. The user changed to another cd001 and attempted specimen retrieval but same issue occurred. The user could complete the retrieval with third new cd001. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 twice and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.